Event description:
It was reported that during the implant procedure, the physician attempted to implant the device but it was not used due to a setscrew problem. It was also reported that it seemed the device could not sense in the atrium. The reported device was not implanted, another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. It was noted the grommet was missing, the setscrew was damaged and contained foreign material.